Event description:
Related manufacturer reference number: 2017865-2025-10567. It was report that the patient was found asystole in a house fire. The cause and manner of death are pending further studies.

Manufacturer narrative:
A partial lead (only the connector portion) was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.